Event description:
A trilogy evo ventilator was returned to the manufacturer for preventative maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ac cable was noted to be damaged. The device's ac cable was replaced to address the issue.